Manufacturer narrative:
The device was sent to an olympus service center for evaluation. Inspection and testing found error b40 occurred due to a defective circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported error code b40 (device malfunction) was displayed on the video system center during a diagnostic upper gastro-intestinal endoscopy procedure. The procedure was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that event occurred due to a defective main board. Olympus will continue to monitor field performance for this device.